Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event of upper respiratory infection, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported a clinical patient was injected in the neck lines with juvéderm® volite¿. Patient experienced non device related "upper respiratory infection". Patient was treated with paracetamol and caffeine tablets, throat and throat tea mixture, ambroxol hydrochloride dispersible tablet, and with gangmei cold granules. Symptom has recovered / resolved 2 days after onset.

Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event of upper respiratory infection, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Additionally, 50 days later after onset of the first respiratory infection; patient developed a 2nd upper respiratory infection, deemed not device related. The patient was treated with gangmei cold granules and resolved on the next day.